Event description:
"S/p b submusc infra 320cc surgitek gel implants for involuntary atrophy. Pleased with appearance except too big. X 1 yr has noted pulling, burning l lat breast pain with aching in shoulder, occ positional numbness of radial l hand and migratory aches and pains. Concerned re implants. Healthy x h/o prob. Graves x yrs. Mammogram this year wnl."